Manufacturer narrative:
The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. (B)(4). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on april 14, 2016 (B)(4).

Manufacturer narrative:
Manufacture date- 08/2015.based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported initially in (B)(6) 2016 the end user was exhibiting red and sore skin from the 6 to 9 o'clock area next to the stoma directly under the tape collar. The end user states the area weeps at times. Nystatin powder was prescribed per recommendation of dermatologist with no improvement.